Event description:
It was reported that the patient had inappropriate atrial tachy response episodes due to respiratory rate trend (rrt) cversenslng. The right atrial pacing impedance has been irregular within normal limits, which has amplified the transthoracic impedance that rrt uses. Technical services recommended to turn off the rrt feature, this will be discussed with the physician. This ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).